Manufacturer narrative:
Continued devices: boston scientific stent; unknown model; erbe electrosurgical generator, unknown model investigation evaluation: the lot number for the complaint device was not included in the return. Included in the return were 19 sealed devices from the following lots - w4121738 - quantity 4, w4076481 - quantity 4, w4081276 - quantity 4, w4080817 - quantity 2, w4092259 - quantity 1 and w4125059 - quantity 4. Our laboratory evaluation of the complaint device said to be involved confirmed the report. The sphincterotome associated with this device was not included in the return of the device. A visual examination of the returned wire guide was performed. Bare core wire was observed between 11.4 cm and 27 cm from the distal end. Wire guide coating had peeled, folded over itself and frayed between approximately 7 cm and 11.4 cm from the distal end. Due to the condition of the returned device it cannot be determined if any section of the coating is missing. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. Our evaluation of the 19 sealed devices could not confirm the report as it was described because the devices functioned as intended. During testing, each sphincterotome with pre-loaded wire guide was advanced through a duodenoscope in a simulated ercp model. The distal end of each device was advanced through the simulated papilla and the wire guide was held in place using a wire guide locking device. An exchange was performed where the sphincterotome was removed by pulling back on the catheter with the wire guide held in place. After removal of the sphincterotome, the wire guide was disengaged from the wire lock. The acceptance criteria for all test pieces was set as follows. 1. Wire guide can advance and retract through the ductal system 2. All marks can be distinguished endoscopically 3. Wire guide must maintain ductal position and the distal end of the device must exit from the proximal channel port of the endoscope 4. Distal end of the device must be within the ductal system 5. No coating damage on the wire guide after performing the exchange all 19 samples functioned as intended and met the acceptance criteria. The device history record for the complaint device lot number said to be involved could not be reviewed because a lot number was not provided. The device history records for all 19 sealed device lot numbers and associated wire guide sub assembly lots were reviewed. The wire guide subassembly device history records for lot numbers w4076481, w4080817 and w4125059 contain nonconformances that could potentially be related to wire guide damage. The device goes through different inspections prior to leaving the facility. These inspections would have removed any nonconforming devices prior to distribution. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. If additional pressure is applied to the wire guide and/or accessory device(s) while moving the wire guide inside the accessory device(s), this could contribute to wire guide damage. The instructions for use advise the user: "for best results, wire guide should be kept wet." Prior to distribution, all fusion pre-loaded with acrobat wire guides are subjected to a visual inspection and functional test to ensure device integrity. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook fusion pre-loaded acrobat wire guide (fs-omni-acro-35-260). The patient went in for a stone case on (B)(6) 2018. A another manufacture's stent was placed. When all the devices were removed from the patient, it was observed that there was wire guide coating damage (approximately between 7 cm up to 25 cm). Fluoroscopy was done and there was no coating observed in the patient. The patient returned on (B)(6) 2018 to have the migrated stent (another manufacture's) removed. A fusion omni tome pre-loaded sphincterotome was used to gain access. During the case, they swept for stones and saw what appeared to be black coating from the fs-omni-acro-35-260 used in the case on (B)(6) 2018 in the bile duct. The coating was swept in the duodenum, retrieved, and thrown away. A section of the device did not remain inside the patient¿s body. The physician electively retrieved the wire guide coating. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.